Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03248 and MFR. Report # 3005099803-2011-03249). It was reported to boston scientific corporation that two rx needleknife sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the physician inserted the device through the scope and pulled the handle to advance the needle. While attempting to advance the needle, it fell off. It detached without any force being used. A second rx needleknife sphincterotome was obtained and the needle detached. Both detached needles were removed from the patient with the aid of biopsy forceps. The procedure was completed with third rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.